Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found no anomaly.

Event description:
It was reported a broken lead was discovered during the implant procedure. The healthcare provider saw good motor responses while te sting with the foramen needle, but upon placing the lead, only poor motor response was seen. Repositioning the lead did not resolve the issue. Blood was seen in the lead between electrodes one and two. A new lead was placed and good motor response was attained. The implant procedure was finished with no other issues. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mmjh, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, lot# serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.